Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had high out of range pacing impedance values greater than 2500 ohms. The device was explanted and replaced, and the ra lead remains in-service. No additional adverse patient effects were reported.